Manufacturer narrative:
Conclusion the complaint describing an insufficient sticking of the self-adhesive patch cannot be verified, the retention cannulas meet product specifications. Result no sample was received for examination. The reference samples were visually inspected of the adhesive tape and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing dka while using the infusion device due to improper infusion as cannula adhesive doesn't stick enough. Patient stated there is a peeling off of the cannula on the same day or on the second day. Patient reported the color of the infusion set tubing changes to blue after the second day. Patient stated he was admitted to the ER after 5-6 episodes of vomiting and a continuous headache. Patient reported experiencing a blood glucose level of hi. Patient's normal blood glucose range was not provided. Treatment received was not provided. Length of stay in the hospital was not provided. Company representative reported finding that the patient's infusion site was okay and educated the patient on site rotation and installed the cannula. Company representative stated after 10 minutes of the insertion, the sides of the cannula were peeling off; applied micropore tape. Patient is currently in recovery phase. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.